Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right limb artery. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). A 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).